Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The log file/investigation showed unexplained pump parameter changes on (B)(6) 2024 between 14:26:08 to 15:29:45.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed a transient increase in rotor noise values. These faults resolved quickly, and no further related events were observed. A specific cause for the change in rotor parameters could not conclusively be determined through this evaluation. The left ventricular assist device (lvad) event log file contained events from 07mar2024 at 14:26:08 through 29mar2024 at 09:06:15. On (B)(6) 2024, instances of rotor noise (rot_noise) flags were captured from 14:30:02 through 15:29:45 and were accompanied by persistent harmonic compensation events (hc_ctrl) and transient dclink_I flags. This date correlates with the reported date of device implant, and the flags were resolved after the date of implant through the duration of the file. The identified rotor noise flags do not appear to be device related and do not interfere with essential performance parameters. No other notable events were captured, and the pump appeared to function as intended. Review of the patient's complaint history revealed no prior relevant events. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU provides an explanation of pump parameters. The patient handbook also cautions the users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.